Event description:
It was reported that a spectrum pump alarmed infusion complete message after 1 hour of delivery and when there was 500 ml left in the IV container to be delivered. The customer stated that pump was programmed to deliver 1000 ml of normal saline at 999 ml/hr. The infusion was reprogrammed and completed. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.